Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "broken gauge" could not be confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has a broken gauge. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.